Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that upon further investigation with the hospital fellow, t wave oversensing was not the cause of the bradycardia, rather it was due to programming, which was necessary for the patient's congenital structural abnormalities, but which - in combination with modified atrial-based timing of the sensed and paced p waves - caused the decrease of the lower rate. The lower rate was reprogrammed. There were no lead nor device malfunctions identified after the root cause of bradycardia was discovered.

Manufacturer narrative:
Concomitant medical products: dtba1d4 crtd, implanted: (B)(6) 2017; evolutr-23-us transcatheter valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia - the heart rate was about 45 beats per minute (bpm) - when the lower rate was programmed to 60 bpm. A telemetry strip was reviewed which suggested the right ventricular lead was oversensing t waves. The lead remains in use. No further patient complications have been reported as a result of this event.